Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for a scheduled procedure. Upon review, it was discovered that the right ventricular lead exhibited high impedance. The lead was explanted and replaced. The patient tolerated the procedure well - condition good before and after.